Event description:
During use of the device for a cardiopulmonary procedure, the user observed that the backup batteries did not hold enough charge to operate the device as expected. The device was replaced. There was no adverse consequence to a pt as a result of this event.

Manufacturer narrative:
Eval in progress, but not concluded.